Manufacturer narrative:
The pth reagent lot number was 80175302, with an expiration date of 31-jan-2026. The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for two patient samples tested with the elecsys pth stat immunoassay on a cobas e 602 module. The first sample initially resulted in a pth value of 13.0 pg/ml. The physician questioned the result, so the sample was repeated. The sample was repeated twice on a second analyzer on (B)(6) 2025, resulting in pth values of 45.2 pg/ml and 45.9 pg/ml. The repeat value of 45.2 pg/ml was deemed correct and a corrected report was issued. The customer also shook the sample tube of the first sample to introduce bubbles into it. The sample was then repeated on the original system and the second analyzer. The original analyzer resulted in a pth value of 11.3 pg/ml and the second analyzer did not result in a value, only a data flag indicating a sample bubble. The second sample initially resulted in a pth value of 11.6 pg/ml on (B)(6) 2025. The physician requested a repeat of the sample. The sample was repeated on the original analyzer on (B)(6) 2025, resulting in a pth value of 42.7 pg/ml. The sample was repeated on the second analyzer, resulting in a pth value of 44.9 pg/ml on (B)(6) 2025. The customer checked the bubble detection settings of the original analyzer and found that bubble detection was turned off. The customer turned on the bubble detection setting. The customer introduced bubbles into the second sample and repeated it on both the original analyzer and the second analyzer. The original analyzer resulted in a pth value of 9.4 pg/ml on (B)(6) 2025 and the second analyzer did not result in a value, only a data flag indicating a sample bubble. The customer rebooted the original analyzer and tried running the sample again, but it still did not detect bubbles.

Manufacturer narrative:
Calibration and controls were acceptable. There was no indication of a reagent performance issue. The field service engineer determined the bubble detection settings on the analyzer were not activated. The bubble detection settings were activated. Performance testing passed and the engineer observed that the bubble detection was working properly. The investigation determined the service actions resolved the issue.